Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller attempted several troubleshooting steps, including using different adapters and cables, but the issue persisted. Customer continued to use current pump for insulin therapy.